Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they have been experiencing low blood glucose for 3 months. On one occasion, the customer received emergency medical assistance in the middle of the night. The customer was at 329 m/dl at the time of the call. The customer was given glucagon to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer is staying high because they do not want to go low. The customer was to reach out to someone about adjusting their settings. The insulin pump will not be returned for analysis.